Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes there was three occurrences of fibrin in the tubing. One occurrence of poor barrier separation of sample, and another occurrence of poor serum/plasma. The following information was provided by the initial reporter: translated to english. The customer stated: "b) sst tube 3.5 ml -4 different issues involving 5 tubes (after centrifugation this is what they looked like): 1) tube had an unusual layering with cells/serum/rbc¿s/serum. 2) 2 tubes showed 100% fibrin clotted appearance. 3) tube had gel in the rbc portion. 4) tube had partial fibrin clotted appearance."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-03-03. H6: investigation summary: bd received 5 samples and 5 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for fibrin, poor barrier separation, and poor serum was observed. The samples were further tested and the indicated failure mode for fibrin, poor barrier separation, and poor serum was not observed. Bd was unable to duplicate the customer¿s indicated failure (fibrin, poor barrier separation, and poor serum), because the defect was not evident in the testing of the customer returned samples and controls. Replicates of both customer and control samples tested demonstrated clinically acceptable performance for all visual observations evaluated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for fibrin, poor barrier separation, and poor serum based on the photos only. Returned samples did not reproduce the noted defects. Bd was unable to determine a root cause. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes there was three occurrences of fibrin in the tubing. One occurrence of poor barrier separation of sample, and another occurrence of poor serum/plasma. The following information was provided by the initial reporter: translated to english. The customer stated: "sst tube 3.5 ml -4 different issues involving 5 tubes (after centrifugation this is what they looked like): tube had an unusual layering with cells/serum/rbc¿s/serum. 2 tubes showed 100% fibrin clotted appearance. Tube had gel in the rbc portion. Tube had partial fibrin clotted appearance."